Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying an error 2 message. On (B)(6) 2013, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation the patient claimed the alleged issue began on the same day she contacted lfs for assistance at approximately 2pm. The patient reportedly manages her diabetes with humalog insulin through pump therapy and stated she increased her dose of humalog by 8 units at 3pm in response to the alleged issue. Although the patient denied developing any symptoms of high or low blood glucose, she reported that she went to see her doctor at approximately 4pm on that same day. Her blood glucose was tested on an unknown hcp/clinic meter and she claimed a reading of ">500mg/dl" was observed. Despite this, she denied receiving any treatment for an acute complication of diabetes. At the time of troubleshooting, the cca noted that the patient was using the correct test strips, and following the correct testing technique. The issue was not resolved with troubleshooting and replacement products were sent. Although the patient did not report any symptoms due to the alleged issue, this complaint is being reported because the patient was reportedly clinically hyperglycemic (blood glucose concentration greater than 500 mg/dl) after the alleged meter issue began.